Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not yet been received.

Event description:
Event involved a tego¿ connector where customer reported tego valve suction issue. They reported that the tego valve was removed during the treatment. There was patient involvement and unknown adverse event/human harm as a result of this event.

Manufacturer narrative:
Device received 7/18/2025. Investigation summary: one (1) used list # d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received, no tego seal was returned for evaluation, no physical damage or anomalies were noted either. The sample was visually inspected, and the presence of adhesive was confirmed. Complaint of no flow/can't prime cannot be confirmed since tego seal was not returned for evaluation, a full investigation cannot be performed. The probable cause how, when or where the tego seal was removed is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.